Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited low, out of range (oor) pacing impedance measurements. The patient had reported hearing beeping tones which were present due to the low, oor pacing impedance measurements. Other lead measurements were good and no evidence of noise was noted. Boston scientific technical services discussed options for trouble-shooting. It was reported that the patient would continue to be monitored. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.